Event description:
It was reported that the holster has an unstable connection into the control module prior to a breast biopsy. The gray sleeves are not staying attached and multiple error codes are occurring. There have been no patient consequences reported.

Manufacturer narrative:
Date sent: 05/22/2009. Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the black electrical cable. Parts replaced that were not related to the customer complaint were the port shaft, safety mechanism, translational and rotational cable and shroud. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.